Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. As the customer did not have any additional pump supplies on hand, troubleshooting to determine a possible cause of the occlusion could not be completed. The customer was to disconnect from the pump until the next day when supplies would be obtained.